Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out, externalized conductors were observed via x-ray. The lead was capped and replaced. Patient condition was good after the event.